Event description:
It was reported pump housing was damaged and was no longer responsive. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.